Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 5.9 inr. The corresponding lab result reported was 3.0 inr. Four days later the device result was 8.0 and the lab 4.3 inr.